Manufacturer narrative:
Annex g updated. Product ID 97745; serial# (B)(6); product type programmer was returned for evaluation. Analysis found main board corrosion, liquid damage causing charging, power, connection issues. Front case was observed to be cracked and screws were stripped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was system problem rm05. Patient tried to charge last week and again this morning and it would not connect to anything. On the call instructed patient to take the battery out and plug the controller in the wall. The controller did not power on. The green light was on the power supply. Pt said prior to calling the battery pack was at 100% but not connecting. Now it was not powering on. Patient saw no damage. An email was sent to sunmed to replace the controller as part of the warranty pilot. Patient called back and stated they had not received return shipping label and patient was concerned they would be charged if they did not return their controller within 5 days. Agent emailed repair for return label. Agent called patient back and communicated to patient that they are not to send back their current controller until they have received the replacement controller from sunmed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.